Event description:
During lap tubal surgery, the pressure set at 15 but jumped past 30 and pt went asystolic, no pulse for 2 seconds. Pt is now fine. User facility and sales rep. Felt as if the hose may have had a kink in it and when released, caused the jump however, this cannot be confirmed. There was no delay in the case.